Event description:
Patient underwent arthroscopy/synovectomy to address patella clunk syndrome. No parts were removed.

Manufacturer narrative:
The product and package labeling associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports of label related problems against the product code or lot code. The (B)(4) pfc*sigma tc3 ins12.5mm,sz2 package label and product code description do not reference plus. The (B)(4) pfc sigma stab+ ins 12.5mm sz2 package label and product code clearly state stabilized plus. The root cause is attributed to user error. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.